Manufacturer narrative:
On an unk date, the pt started the formulations of super poligrip denture adhesive cream (dental) daily. The pt reported that she experienced aneurysm, heart failure, exacerbation of asthma, trouble walking, exacerbation of chronic obstructive pulmonary disease, exacerbation of fibromyalgia, knees buckling, walking difficulty, difficulty moving legs and decreased blood cooper level. The pt was hospitalized for 5 days. Treatment with super poligrip products was discontinued. At the time of reporting, the events were unresolved. The pt reported starting various variants of super poligrip about 45 years ago using the product once a day. Consumer reported that on (B)(6) 2009 she had an epidural of the spine done. When she arrived home and went to exit her vehicle her knees buckled and she could hardly walk, barely able to move her legs and had to have help to her house. Consumer called the doctor who had done the epidural and was told to return to the doctor's. Consumer was admitted to the hospital on (B)(6)2009. She had an MRI of the back which did not show anything. She then had another MRI with contrast that showed an aneurysm. She reported that she also had a cat scan of the head which also showed an aneurysm behind her right eye. Consumer also reported that she had various blood work drawn every day while in the hospital. Consumer stated that she did not receive any other medications while in the hospital than her normal medications. Consumer was discharged to home on (B)(6) 2009 with diagnosis of aneurysm behind right eye and depleted cooper levels due to zinc exposure. Consumer reported that again after the ride home her knees buckled and she had difficulty walking. Consumer reported that this has made her copd, asthma and fibromyalgia worse. Consumer discontinued using poligrip on (B)(6) 2009. Consumer reported that it has become very difficult for her to get around and is now requiring a motorized scooter to help her get around. Consumer reported that she has been to physical therapy. Super poligrip original denture adhesive cream and super poligrip are manufactured in (B)(4) and neither product lot numbers are available. It was unk if the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of aneurysm in a (B)(6) female pt who received super poligrip original denture adhesive cream (formulation (B)(4)) over a period of 45 years for dentures. A physician or other health care professional has not verified this report. The pt's past medical history included smoker. Concurrent medical conditions included acid reflux, anxiety, asthma, arthritis of low back and right thumb, blood pressure, carpal tunnel syndrome, chronic obstructive pulmonary disease, emphysema, fibromyalgia, high cholesterol, nervousness, pain, post traumatic stress syndrome and sinus problems. Co-suspect medication included super poligrip. Concurrent medications included fluticasone propionate & salmeterol xinafoate (advair), ipratropium bromide (atrovent), ibandronate sodium (boniva), levosalbutamol (xopenex), fluticasone propionate (flonase), atorvastatin calcium (lipitor), frusemide (lasix), omeprazole (prilosec), "prazadone" (unknown), lexapro, duloxetine (cymbalta), valsartan (diovan), alprazolam (xanax) and percocet.